Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 76 mg/dl, and the meter bg reading was 33 mg/dl. Reportedly, multiple bg meters were used to test bg levels. A replacement sensor was sent to the customer. Reportedly, the customer attempted to treat bg by consuming carbohydrates but was not able to stabilize. Reportedly, the customer loss consciousness and was transported by ambulance to the emergency room (ER) and later admitted to hospital. Bg was treated with consuming carbohydrates, correction bolus, intravenous fluids during ER and hospitalization stay. Reportedly, the pump was removed and no longer in use during hospital stay. The customer was released from hospital on (B)(6) 2020 with the issue resolved.